Event description:
The MFR was notified by the distributor that a vascular access graft implanted in a loop configuration in the left forearm of a pt had occluded 17 day after implantation in 2004. Due to graft thrombosis, the pt underwent percutaneous mechanical de-clotting with a balloon. When the dr cut down the graft, he found that a cross-section of the graft layer was delaminated. After successful de-clotting was performed, the incision including the dissociation part was sewed up together. After the surgery, the graft has been able to be cannulated without incident.

Manufacturer narrative:
No further info is available at this time.